Event description:
On implantation day, one episode was incompletely printed in the report.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states FDA issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. (B) (4).